Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was isolated to an open pulse wire in the electrode belt, causing the therapy electrodes to not recognize. The belt did not pass falloff testing. The root cause for the open pulse wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A u.s. Distributor reported that a patient was experiencing check therapy electrode messages.